Manufacturer narrative:
(B)(4).

Event description:
It was reported that "it is reported that the catheter guide gets stuck in the needle and does not come out, generating resistance". Additional information: the guide wire was kinked. The issue was identified prior to use on the patient.

Manufacturer narrative:
(B)(4). The customer report of a kinked guide wire was confirmed through investigation of the returned sample. The guide wire contained two major kinks. Despite this, the components passed all relevant dimensional and functional requirements, and a device history record review revealed no relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that "it is reported that the catheter guide gets stuck in the needle and does not come out, generating resistance". Additional information: the guide wire was kinked. The issue was identified prior to use on the patient.